Event description:
Baxter (B)(4) left a voice message for (B)(4) to relay report received from the home patient's mother (hpm) on the same day for two (2) cassette , in which a crack/slash mark was detected "where the machine crimps it" in tube on unknown date(s). No patient involvement, injury or adverse event is reported. This is report 2 of 2. The caregiver (cg) was contacted on (B)(6) 2011. The cg stated that the marks looked like little slices in the tubing closest to the cassette. The cg was not sure if the little slices had penetrated thought the tubing, but they did not want to use those cassettes. The cg stated the samples were still available. Sample return process was explained.

Manufacturer narrative:
(B)(4).the sample was received and evaluated.this complaint for a damaged line was confirmed in the lab. Sample evaluation revealed a cut approximately 1/2 inch before the tack weld on the drain line. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.